Manufacturer narrative:
407652 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the patient experienced lead perforation with cardiac tamponade. The rv (right ventricular) lead was revised and remains in use. No further patient complications have been reported as a result of this event.